Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the procedure to replace this pacemaker for normal battery depletion, the leads were stuck in the header. The header was therefore removed and the leads were able to be removed an used with the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead.

Event description:
This report is being filed to provide results of the product investigation.